Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: 08/17/2016. One force fxc was received for evaluation. The customer-reported issue (error code 164) was confirmed but the root cause could not be identified. During post cycle testing the test technician reported that the unit failed cross coupling testing and was found to give full output to both monopolar 1 and monopolar 2 ports when monopolar 2 was keyed. The unit was sent to the failure investigations group for additional examination. The technician-reported condition could not be confirmed or duplicated. Life cycle testing and bench testing found the generator to function normally and within specification. The investigation did not identify anything that would have caused or contributed to the technician-reported event. A review of the device history records indicated that this serial number was released meeting all specifications as manufactured.

Event description:
The customer reported the forcefxc unit produced an error message during a procedure. There was no injury to the patient. The unit was returned to covidien for service. During post cycle testing the test technician reported that the unit failed cross coupling testing and was found to give full output to both monopolar 1 and monopolar 2 ports when monopolar 2 was keyed. No further information was provided by the facility.